Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection identified a non-original equipment manufacturer (OEM) keypad. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported issue of keypad not working which was reproduced as the 1, 4, and 7 keys were not working. The cause was determined to be the non-OEM keypad. The device was determined to be unserviceable due an unauthorized repair. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump's keypad was not working. There was no patient involvement. No additional information is available.